Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture break was confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database indicated there had been no similar suture breaks incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an iliac dilatation procedure. Reportedly, during needle removal, the suture broke (at 2cm after the white thread). When removing the device, the blue suture was very short to push down the knot; however, the knot was formed and arteriotomy closure and hemostasis was achieved using the proglide suture. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.